Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently had no power and wouldn't boot up. There is no report of pt injury.